Event description:
During a follow-up call on an unrelated event, a peritoneal dialysis nurse reported to baxter that on (B)(6) 2008, the home pt (hp) had abdominal pain and cloudy effluent. The hp was diagnosed with peritonitis. The hp was given gentamicin start date (B)(6) 2008, 30mg stop date (B)(6) 2009. Hp was also given vancomycin on (B)(6) 2008, total of 4 doses. No action was taken with a specific pd solution, the pt does not mix any of the pd solutions together and a separate heating bag was not used. The cause of the peritonitis was attributed to touch contamination. As a result, the hp was retrained on proper aseptic technique. The hp did not have an exit site/tunnel infection and does not routinely reuse supplies. The hp has not had an episode of peritonitis within 4 weeks prior to the current episode. As of (B)(4) 2009, the hp had recovered from the peritonitis episode.

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of retrospective summary report (B)(4). The total number of events being summarized on this MDR are 12. These reports are being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning-letter chi-07-10. As the date of onset of this peritonitis episode is unk, the sample was not requested. Should add'l info becomes available, a follow-up report will be submitted. Since the lot number is unk, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress.